Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the ¿pump was broke¿ and the ¿tube disconnected from the pump¿. The reporter did not know when it happened, but that it was discovered when another manufacturer¿s scs (spinal cord stimulator) was implanted in june. The patient had been complaining to their doctor for a year that something was wrong; they had lost over 70 pounds and had lost their family due to divorce. The reporter also noted that they experienced emotional distress related to the pump. The pump was being used to deliver sufentanil. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.